Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 170 mg/dl. Customer reported having blood glucose levels up to 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed the self-test, unexpected restart and all operating currents measurement. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube window, cracked battery tube threads, a cracked pump belt clip slot and a stained end cap sticker.